Manufacturer narrative:
The insulin pump passed displacement test, rewind, self-test, off no power test and unexpected restart error test. Device had motor error alarm during basic occlusion test due to moisture damage on the force sensor resistor. Unable to verify prime alarm due to motor error alarms. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was 103 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.